Event description:
The customer stated that insulin leaked past the o-rings of the reservoir. The customer also stated that the o-rings appeared to be warped. Nothing further was reported.

Manufacturer narrative:
Currently it is unk wheter or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.